Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial connector was in need of repair. The generator has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the atrial output connector was broken, though it was additionally noted that the device passed all incoming tests. The main board, display and upper and lower cases were inspected with no observations noted. All found defective parts were replaced and all other identified issues were resolved. The device was checked, calibrated and cleaned. It passed its final tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.